Event description:
The customer stated that the system was not functioning correctly. The fse stated that the error and debug log showed various errors for control panel and gib. Control panel errors can cause the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and cine drive were evaluated and reformatted. The system software and calibration files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.